Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2014-03522. It was reported the patient passed away 2 days after her trial implant procedure due to an unrelated issue. Toxicology results are pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.